Event description:
It was reported that the head of intensive therapy nurses indicated that the foley catheter of the bladder kit collapsed and did not allow the urine from the patient's bladder to migrate directly to the drain bag. It was reported that the reported issue occurred on (B)(6) 2021 and (B)(6) 2021. It was also mentioned that there was damage to health. Per additional information received on 10jan2022, 2 patients were in the adult intensive care area, it was only possible to verify that both patients had already had their urinary drainage system changed, using unitary material (bladder catheter, collection bag, etc.) Which was available. Regarding the damage caused to the patients in both, the bladder catheter collapsed, causing obstruction in the drainage, both presenting "bladder balloon" and the urethral trauma that corresponded to a new installation. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be insufficient latex strength or low/non-uniform rubberize thickness. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿recommended inflation capacities: 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 15cc balloon: use 20cc sterile water. 20cc balloon: use 25cc sterile water. 30cc balloon: use 35cc sterile water. 40cc balloon: use 45cc sterile water. 75cc balloon: use 50cc sterile water. Do not exceeded recommended capacities." Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the head of intensive therapy nurses indicated that the foley catheter of the bladder kit collapsed and did not allow the urine from the patient's bladder to migrate directly to the drain bag. It was reported that the reported issue occurred on (B)(6) 2021. It was also mentioned that there was damage to health.